Event description:
It was reported that the patient underwent a breast augmentation surgery during 2011 and suture was used. The patient developed pain, redness, drainage and/or bleeding and opening of the incision site two weeks to six months following the surgery. No infection was noted. The patient had to have an explant procedure.

Manufacturer narrative:
(B)(4): wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01855. The same patient is represented in each medwatch.